Manufacturer narrative:
The event of system explant was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-21265, related manufacturer reference number: 1627487-2020-21266. It was reported the patients system was explanted for an unknown reason on an unknown date in 2011. Patient declined to provide further information.